Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the size 8 right trial was chipped in several places and needs to be replaced. Nothing was left in the patient and the surgery was not delayed.

Manufacturer narrative:
Product complaint #: (B)(4). Investigation summary: examination of the returned device confirms finds saw blade excursion on both condyles. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch , a follow-up medwatch, a follow-up medwatch will be filed as appropriate.